Event description:
According to reporter, device is used for a one hour treatment for whitening teeth and in a high number of cases this device causes ulcers of the lips. Reporter is concerned that those pts who are immunocompromised, such as their spouse in this case and the general healthy public in other cases they are aware of, are at risk of soft tissue burns. There is no disclaimer on the device. The machine is leased from co to professional dental offices. However, professionals are not the only ones using it. An assistant can be trained in a one day seminar. Reporter spoke to co and was told they had no studies on its use. Reporter is concerned that there might have been no consideration of the effects of the light on soft tissue.